Event description:
Customer called to report high blood glucose levels. Customer stated blood sugar was between 300 mg/dl and 498 mg/dl. Customer's blood glucose reading was 408 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for four hours with multiple basal rates. The insulin pump passed the self test and no check settings alarm was noted during testing. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm was noted during testing. All operating currents were within specification and no unexpected low battery, battery out limit or off no power alarms were noted during testing. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).